Event description:
My allergen silicone implant have cause me to be severely ill. I can barely breath. I have so many health issues that until I got these toxic implants. Why do we not get a list of all the neurotoxins, heavy metals, formaldehyde type ingredients? I would have never gotten them but I was told they were "safe." Not true at all some days I'm afraid wake up and don't have the money for the expensive surgery to remove them. Shouldn't that be covered since it's toxic overload from a product we paid for?